Event description:
Additional information was received from the company representative (rep) stating that the cause of the inability to aspirate the catheter was not determined. It was reported that the neurosurgeon felt patient's weight and falls certainly might have been factors that led to catheter not being intrathecal and age of catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n283545003 serial# implanted: (B)(6) 2011 : product type catheter product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 2013-03-02 , UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 08-jun-2025, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl (3,077 mcg/ml at 1,001 mcg/day) and bupivacaine (31.5 mg/ml at 10.2 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient was very obese and the pump was moving in the pocket area in addition to the patient claiming they have had some falls. The patient stated that pentac had been increasing her daily dose the last several visits. The patient was referred to a neurosurgeon for a pocket revision and possible replacement of the pump segment of the catheter. The hcp was unable to aspirate from the catheter access port (cap) and x-ray revealed that the catheter pulled out of the intrathecal space. A majority of the catheter was removed and replaced with a new 8780. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight at the time of the event was 350 pounds and the patient's medical history was asked but unknown.